Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11 corrected field: d5. Display artifacts is a failure where the user observes flickering, discoloration, blinking of the display, as well as visible lines and circles. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part number 0160-00-0127 with a reported unit failure of a screen problem. The fat performed a visual inspection and found the part to be in good condition. The fat installed the display in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No issues could be found with the display. Root cause is not confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported by getinge fst that during regular inspection, the screen of cardiosave intra-aortic balloon pump (iabp) flickers and the display goes blank. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(4) medical center event site city: (B)(4). A supplemental report will be submitted upon completion of our investigation.